Manufacturer narrative:
The analysis of the uninterruptible power supply (ups) was completed by medtronic personnel. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the dvi cable, vga cable and video converter were replaced without resolution. The representative then returned to the site and replaced the computer and uninterruptible power supply (ups) of the viewing station of the imaging system. The components were then re-installed. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was intermittently establishing communication between the viewing station of the imaging system and imaging system. There was no patient present when this issue was identified. No additional information was provided.